Event description:
Medtronic received information via literature regarding a (B)(6) patient who underwent urgent cardiac surgery 14 days after being diagnosed with a sars-cov-2 infection. Both circulatory and respiratory symptoms, which were exacerbated by the sars-cov-2 infection, were initially caused by severe aortic valve regurgitation, secondary severe mitral, tricuspid valve regurgitation, and an aortic aneurysm involving the aortic root, ascending aorta, and the proximal segment of  the aortic arch. After the infection symptoms subsided, the patient underwent cardiac surgery with implant of a medtronic cg future annuloplasty ring (no unique device identifiers provided) for mitral valve repair, as well as non-medtronic products for aortic valve replacement, tricuspid valve repair, and surgical replacement of the ascending aorta and hemiarch.  Due to excessive bleeding during surgery, the patient received several blood transfusions.  Postoperatively, the patient received mechanical ventilation for 72 hours.  On the 5th postoperative day the patient was discharged from the intensive care unit (ICU).  On the 9th postoperative day echocardiography revealed good function of the aortic valve prosthesis and no mitral or tricuspid regurgitation.  A follow-up check at 2 months postoperative showed stable condition.  No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Gocol et al. Urgent, extensive cardiac surgery two weeks after sars-cov-2 infection. Kardiol pol. 2021;79(11):1280-1281. Doi: 10.33963/kp.a2021.0087. Epub (B)(6) 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.